Manufacturer narrative:
(B)(4) captures the reportable event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip was pulled back out of the patient, causing the bleeding to worsen. The clip released from the catheter within the scope, and it was noted that the scope and the catheter were damaged. The procedure was completed with another resolution 360 clip device.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the clip assembly was not returned with the device. There were kinks noted on the control wire and on the proximal end of the catheter. The yoke was still attached to the distal end of the control wire and the proximal end of the control wire was detached from the spool. Once opened, it was possible to observe that the crimp sleeve was still inside the spool. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip was pulled back out of the patient, causing the bleeding to worsen. The clip released from the catheter within the scope, and it was noted that the scope and the catheter were damaged. The procedure was completed with another resolution 360 clip device.